Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing via a change in the intrinsic morphology. This was the patient's second inappropriate shock. The patient was washing the car at the time of the shock. The sensing vector at the time of the shock was set to the secondary sensing vector. During office testing, the primary sensing vector were good. Technical services advised some programming options. There were no additional adverse patient effects. The system remains implanted.